Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 2:15 pm after the end user was asleep, felt cold to the touch and would not wake up. Her son checked her blood glucose with the prodigy diabetes meter and the result was 130 mg/dl. Feeling uncomfortable with the blood glucose result accompanied with the end user's symptoms her son called the paramedics. The paramedics performed a blood glucose test with their meter and received a result of 40 mg/dl. She received an IV of fluid to raise her blood glucose. The end user could not recall what was administered intravenously. She was then transported to the ER and was admitted to the hospital for a length of four days. She was given an IV of fluid to raise her blood glucose level. Upon discharge her blood glucose was 161 mg/dl and she was instructed to follow-up with her pcp. The end user's pcp changed her levemir from 60 units at night to 45 units. No further details were provided.